Event description:
It was reported that the devices were implanted in 1986, and revised in 2009 for an unk reason.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays and/or operative notes were returned for review. The devices were in vivo for approx 23 years. Typical reasons for revisions include (but are not limited to): malpositioning, wear, loosening, impingement, infection, osteolysis and/or pain. Pt info such as height, weight, and pt activity is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.